Event description:
In addition, a pump memory error occurred as the catheter and pump information was invalid. This was the result of an out-of-date software card. The card was replaced and this error was resolved.

Event description:
It was reported that this pump had alarmed which telemetry confirmed to be alarms for low and empty reservoirs. The low reservoir was to occur on (B)(6) 2013 the patient had missed a refill. The patient had not experienced withdrawal and there were no therapy issues. However, the patient reported to have ¿not looked good.¿ reportedly the patient had appeared this same way at the time the pump was implanted. The device system delivered aproxanol; morphine, fentanyl, baclofen, and bupivacaine. It was later reported that the pump was successfully refilled and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8870, serial# unknown, product type software. (B)(4).